Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited intermittent loss of capture. A lead dislodgement was suspected. The device was programmed to vvi mode.